Event description:
Pt was to receive 5fu 3200mg in 96cc over 96 hrs at 1cc/hr via sabratek 6060 pump. Pt reported "stock key" alarm 6/12/98. Exact date/time of alarm situation unk. Pt reset and restarted pump at time of alarm. Pt reported medication bag empty 6-8 hrs before scheduled completion of infusion. Nurse discontinued infusion at that time and aspirated 5cc from medication bag. Total fluid of bag with overfill was 108cc. Pt rec'd 108ml/3433mg.